Manufacturer narrative:
Section d4, h4: additional information investigation summary: a direct correlation between the reported bleeding and pump cannot be conclusively determined. A direct correlation between the reported right ventricle dysfunction and pump cannot be conclusively determined. The heartmate 3 lvas IFU lists bleeding and right heart failure as adverse events that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient was going through lvad placement on (B)(6) 2017. The patient's sternum was left open due to concerns for right ventricular dysfunction and bleeding. Patient received two units of packed red blood cells. The patient was taken back into the operating room on (B)(6) 2017 for evacuation of hematoma. No additional information was reported.